Event description:
It was reported that patient had a cimino fistulae with an acute j-hook bend. The 5fr. Ptd was initially inserted, but could not make it around the bend. A .025" guidewire was inserted and passed by the bend without problem. The 7 fr. Over-the-wire ptd was then inserted and passed the bend without issue. Ptd was operated and would not turn. Physician checked catheter manually by turning it counter-clockwise and it was not stuck; it moved freely. Rotator drive was felt to be defective. A new rotator drive was used and it worked when tested. As basket was pulled towards the bend, it would not make it; guidewire and cable began to tangle. End result was the basket broke away from the torque cable. A snare was inserted & could not retrieve basket. The patient was sent to surgery for basket removal. A cut down procedure was done and patient left the hospital at end of the day. Prior to going to surgery patient complained of "excruciating" pain.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.